Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead had no capture, high impedances and a suspected fracture. It was also reported that the right ventricular (rv) lead had high thresholds and high impedances. Both leads were capped and replaced. No patient complications were reported as a result of this event.